Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the patient had not had their device checked in the past year and the field representative was unable to interrogate the device. Boston scientific technical services (ts) was contacted for assistance and confirmed that the inability to interrogate the device is likely due to battery depletion. This device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Review of remote monitoring data showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Additionally, a health care professional (hcp) reported that right ventricular (rv) lead impedance values had increased. Boston scientific technical services (ts) reviewed remote monitoring lead trend data and found that the rv impedance values had been fluctuating for the past year with no noise events. Ts recommended to continue observation of the impedance values.

Manufacturer narrative:
(B)(4). Additional information indicates that the patient has declined a device explant procedure, therefore surgical intervention is unlikely to take place. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.